Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was receiving lioresal (baclofen) (2,000 mcg/ml at 440 mcg/day) via an implantable pump for intractable spasticity. It was reported that there was an infection at the pocket site and fluid in the pump pocket. It was unknown what factors may have led or contributed to the issue.  It was unknown what diagnostics/troubleshooting was performed.  Actions/interventions included surgical intervention where the devices were explanted on (B)(6) 2020.  It was noted that the issue was resolved at time of report.  The patient's status at time of report was alive- no injury.  The patient's medical history was asked and will not be made available.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.